Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stroke is a known risk associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. Subject device remains implanted.

Event description:
It was reported that on the day of the procedure, during successful stent-assisted coil embolization of an aneurysm located at the basilar apex, contrast encephalopathy was observed by the site. MRI and serial neurological checks were performed. There were no residual effects. Same day post-procedure, the patient was neurologically assessed with nihss of 6. At 24h post-procedure, modified rankin scale (mrs) was 1 and national institutes of health stroke scale (nihss) was 0. At 2month post-procedure, mrs was o. At 6-month and 12-month post-procedure, mrs was 0 and nihss was 0. Reevaluation of the event by cec (clinical evaluation committee) more than a year later concluded that there was a major ipsilateral ischemic stroke and that it was related to the subject stent.